Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device did not confirm any obvious with the device. The device was manufactured in 2019 and it shows signs of normal wear/usage. A functional evaluation was conducted and confirms the handle is seized in place causing the stated failure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Sections d and h updated.

Event description:
It was reported that during tka procedure the handle did not release the jrny ii tka fem trl impactor sz1-10. No delay. S&n back up device was available to complete the procedure. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.